Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted a technical support engineer (tse) to report non recoverable error 23013. Site had already rebooted and rebooted with power reset of the console, however, the error returned. Tse confirmed error in the logs pointing to encoder of axis 1 on left master tool manipulator (mtm). Tse confirmed that reboot was done correctly and explained that console cannot be used. No second console was available. The procedure was converted to laparoscopic with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (usm) to correct the nonrecoverable error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.